Event description:
The device was used during a gynecological procedure. Reportedly, the needle broke. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.